Event description:
On (B)(6) 2009, the patient reported that she spilled a glass of water on her insulin infusion device and her device then gave an a2 (low battery) error. She inserted a new battery. She said her device made a beeping sound, but there was no display on the screen. To troubleshoot, the patient was instructed to insert another new battery, but the screen remained blank. She stated her device has not been dropped. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.